Event description:
A hemodialysis facility has reported that during treatment an internal blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 150. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-(B)(4) adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted within the non-cavity ID end screw flange and inside the cavity ID end bell housing gross visual examination did not identify any defects or damage on or within the returned dialyzer. The polyurethane potting material remained intact; there was no visible broken fibers, kinked/looped fibers, or fiber fragments within the fiber bundle. No cracks, damage or irregularities were noted on the returned sample. The reported complaint is confirmed. After disassembly of the dialyzer, visual examination of the non-cavity ID end inferior potting surface noted a short fiber that was located at approximately 320 degrees with the dialysate port situated at zero degrees. It is unknown if the observed short fiver was a result of a broken fiber as the complaint investigator was unable to isolate the other end of the fiber and bubble point. Testing was inconclusive due to the coagulated blood. However, the short fiber was exposed on the cavity ID superior potting cut surface, and may have allowed a leak pathway into the dialysate compartment. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.